Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device dislocation ("migration"), menorrhagia ("menorrhagia)"), adnexa uteri pain ("pain in the vicinity of my fallopian, mainly left, occaisionaly right") and genital haemorrhage ("abnormal bleeding/heavy bleeding") in a female patient who had essure (batch no. A69940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "I was informed that my bladder and intestines had fused with my fallopian tubes and made removal a bit more difficult." Concomitant products included medroxyprogesterone acetate (depo-provera), paracetamol (tylenol) and vitamins nos (multivitamins). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), adnexa uteri pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), the first episode of alopecia ("hair ioss"), migraine ("migraines"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"), depression ("depression"), infection ("infections"), vaginal haemorrhage ("bleeding (vaginal)"), rash ("rashes or skin conditions rashes or skin conditions stomach where my belt buckle would rub"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), the second episode of alopecia ("hair loss"), abdominal pain lower ("pain lower abdominal"), vulvovaginal pain ("vulva pain"), stress ("stress") and adhesion ("and intestines had fused with my fallopian tubes and made removal a bit more difficult."). The patient was treated with surgery (ablation,, bilateral salpingectomy/salpingectomy (bilateral removal of fallopian tubes, oophorectomy (one side removal of ovary) and surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, adnexa uteri pain, anxiety, depression, infection, vaginal haemorrhage, rash, dyspareunia, abdominal pain lower, vulvovaginal pain and adhesion outcome was unknown, the genital haemorrhage and dysmenorrhoea had resolved and the migraine, headache, vaginal discharge, fatigue and the last episode of alopecia was resolving. The reporter considered abdominal pain lower, adhesion, adnexa uteri pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, rash, stress, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: lot number, new vents: bleeding (vaginal), menorrhagia, rashes or skin conditions rashes or skin conditions stomach where my belt buckle would rub, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss, pain in the vicinity of my fallopian, mainly left, occaisionaly right, vulva pain, I was informed that my bladder and intestines had fused with my fallopian tube s and made removal a bit more difficult were added. Event outcome recovered / resolved added for cramping, heavy bleeding and event outcome recovering / resolving added for for fatigue, headache, migraine, vaginal discharge and hair loss. Reporter, concomitant drugs, ablation for menorrhagia, oophorectomy (one side removal of ovary) for fallopian tube pain and lab data were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), alopecia ("hair ioss"), migraine ("migraines"), anxiety ("anxiety"), depression ("depression") and infection ("infections"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, genital haemorrhage, alopecia, migraine, anxiety, depression and infection outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, genital haemorrhage, infection, migraine and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.